Manufacturer narrative:
Approximate age of device - 1 year, 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to clinic with chest pains and was taken to the catherization lab. The patient was found to have an embolic thrombus in the left circumflex artery. The patient's ldh had elevated and was at 650 u/l. The patient's lvad function was within normal limits as were their haptoglobin and total bilirubin. No urine hemoglobin detected. The patient was hospitalized and medications changed. Additional information was requested but not provided.

Event description:
On (B)(6) 2018, the following additional information was received. The patient suddenly felt a 10/10 pressure located in the center of the chest with radiation down the left arm with numbness and tingling in the left arm. The patient denied any nausea, vomiting, or shortness of breath. The initial evaluation revealed troponin elevated to greater than 6 ng/l. A heparin infusion was started and planned for the left heart catheterization (lhc). The lhc revealed thrombus in the patient¿s left circumflex artery (lcx). It was unclear if this was in situ versus embolic. There was a spontaneous resolution at time of angiogram. Given lactate dehydrogenase (ldh) was rising, with the thrombus in left circumflex, concern for pump thrombosis was in differential. Hemoglobin, t.bilirubin tests were within normal limits. No urine hemoglobin detected. The log files were also within normal limits. Plasma hemoglobin 63.1 g/dl. Ldh began to trend down the following day. Coumadin was held for the lhc procedure then resumed the following day on (B)(6) 2018 with heparin drip for bridging. Patient was stable and discharged home on (B)(6) 2018.

Manufacturer narrative:
A direct correlation between the device and the reported event could not be determined through this evaluation. Patient remains ongoing on vad support. The submitted log file showed the system operating as intended. The heartmate 3 lvas IFU lists hemolysis as an adverse event or a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This document contains information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.